Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage occurred. The 99% stenosed, calcified, target lesion was in the left anterior descending artery (lad). The physician attempted to advance a 3.0x16mm taxus express2 drug eluting stent (des) to the target lesion, but the device could not adequately cross the lesion. Upon withdrawal, it was noticed that the edge of the stent appeared "lifted up". The procedure was completed with another 3.0x16mm taxus exprses2 des. There were no patient complications reported with the patient's current condition listed as "good".